Event description:
A surgeon reported that during glaucoma filtration surgery it was "impossible" to release the devices from the delivery system. He stated the event occurred on two different pt's on the same day. The procedure was successfully completed using a backup shunt with no impact to the pt. There are two medical device reports associated with this even. This report is for the second shunt.

Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. At this time the root cause could not be determined. There has been on similar complaint reported in the lot number. Additional information has been requested. (B)(4).